Manufacturer narrative:
The insulin pump was received with broken off and detached end cap. Unable to verify motor error alarm, external ram crc error alarm or perform self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken off and detached end cap. Also, the insulin pump alarmed unexpected restart after battery change due to faulty c13 interface board. The motor passed motor test. The insulin pump passed the operating currents measurement. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced motor error alarm, damage, unexpected restart and external ram crc error. The customer's blood glucose value was unknown. The customer stated that she had an x-ray on her wrist and wore the pump. The customer was not sure if the drive support cap was protruded, loose or sticking out. The customer reported cracks at the right up and down arrows where the seam and motor fell out. The customer declined displacement test. The product was returned for analysis.